Event description:
The user received a glucose result of 3 mg per dl without any data flags. She repeated the sample and received a result of 4 mg per dl without any flags. The user tested the sample on the other integra 800 (B) (4) and received a glucose result of 104 mg per dl. The original results of 3 and 4 mg per dl were not reported. The user checked the analyzer and found the reagent probe was bent. The field service representative found the glucose reagent cassette was not seated flat on the reagent platform which caused the reagent probe to crash into the edge of the reagent cassette. He removed the glucose reagent cassette, replaced the reagent probe and adjusted the reagent transfer arm. To verify the analyzer operation, he performed initialization checks of the reagent arms with no alarms.